Event description:
It was reported 6 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes stopper creeped out. The following information was provided by the initial reporter: "after the lid is opened, it cannot be closed tightly, and it becomes easy to loose."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to "identify" a root cause for the indicated failure mode.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 6 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes stopper creeped out. The following information was provided by the initial reporter: "after the lid is opened, it cannot be closed tightly, and it becomes easy to loose."